Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Unit brought down to biomed saying system error. Biomed looked at error log and only see 800.8000 error in log only. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: recommend to biomed since this is a log only error, do a pm and if it passes should be good to put back in service. If the error is a hard error, try to reflash the unit. If reflash fails or error persist, the logic board will have to be replaced. Emailed a copy of the (B)(4) safety notification. Biomed will do a pm.